Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: the patient demographic info: age, weight, bmi at the time of index procedure date and name of index surgical procedure? On what tissue was the suture placed? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history / concomitant medications? If applicable, will product be returned, return date, tracking information? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Unk.

Event description:
It was reported that a patient underwent an appendicitis procedure on an unknown date and suture was used. The patient experienced post op red, swollen incision and inflammation on around (B)(6) 2019. A debridement and dressing change were given to the patient to promote wound healing. The patient condition changed for the better.